Event description:
Boston scientific received information that this right ventricular (rv) lead displayed both oversensing and undersensing. Patient is noted being pacer dependent and is symptomatic when heart rate is less than the lower rate limit (lrl) which is 65 paces per minute (ppm). The lead was explanted. There were no adverse patient effects reported. A request for lead return status was sent.

Manufacturer narrative:
This report will be updated if additional information becomes available.